Event description:
Revision surgery due to instabiity; the surgeon was carrying out a quad tendon repair and did a poly swap for increased stability. Female 68

Manufacturer narrative:
The agent reported the surgeon was carrying out a quad tendon repair and did a poly swap for increased stability. Female 68 complaint has been evaluated and is similar to report number 1644408-2020-00769; 346-10-710, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.